Event description:
It was reported that the pump experienced a malfunction after getting slightly wet. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer decided to use multiple daily injections as a backup therapy while the pump was replaced by technical support.